Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During the procedure, aggregates were visible in the collect line to reservoir and at the filter in the reservoir, and were visible at the interface in the centrifuge in the form of "waves". The procedure, spectra optia lymphocyte collection, was 3x tbv (15l), and was stopped prior to the end of the procedure because of cramps/tetany of hands and feet (the patient had cramps/tetany at the beginning of this procedure due to a previous procedure). During the lymphocyte collection, tingling occurred around nose, mouth and hands. Calcium gluconate (3 x 2 ml at 15 minute intervals) was administered with no improvement. On prescription of aphaeresis physician: administration of magnitop and cacit oral, because of no improvement with calcium gluconate. The age of the patient was not provided by the customer.

Manufacturer narrative:
(B)(4). Investigation: a previous stem cell collection procedure was performed in which the patient began exhibiting cramps/tetany of the hands and feet from the start of the procedure. This patient reaction increased during the second procedure (lymphocyte collection conducted on spectra optia) forcing procedure cessation. Aggregates were visible in the collect line during the second procedure. Run data file analysis of the spectra optia lymphocyte collection procedure revealed no issues with the equipment. Manufacturing record review: a review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. There were no issues with this lot. Root cause: the disposable set was unavailable for specific root cause analysis. Platelet aggregation as described resulting in visible aggregates is indicative of under-anticoagulated spectra optia system. The recommended response to observance of this behavior is to aggressively decrease the inlet: ac radio to reduce the size and occurrence rate of aggregate formation. The patient reaction of cramps/tetany of the hands and feet was expected to some degree due to the prescribed pre-medication and similar reaction on previous stem cell collection procedure. Conclusion: under-coagulation.